Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the lad. Cec adjudicated a non-q-wave target vessel mi, 3rd udmi peri-pci of the lad occurred the same day. No action was taken.

Manufacturer narrative:
Additional information: the index procedure was prompted by stable angina. During the index procedure two resolute onyx des were implanted in the lad. If information is provided in the future, a supplemental report will be issued.